Manufacturer narrative:
H3, h6: software was returned for analysis. The analyst reviewed the case and observed there were five sessions on reported date. In 3 sessions the user didn't perform navigation and other two sessions navigation was performed. In fourth session, user had transitioned between select procedure to navigation moving between images, plan, registration and verify registration and also observed an error metric between 0.86mm to 2.35mm and the error metric was 0.86 before proceeding to navigation. In fifth session user had transitioned between select procedure to navigation moving back and forth between images, plan, registration and verify registration and also observed error between 0.63mm to 0.84mm. Reviewed the archives and observed it has 1 CT scan with 578 slices with spacing and thickness of 0.3. Patient image from dental scan didn't include ears and back of head. Observed registration accuracy of 1.4mm has good coverage. It had 1 touch point and trace along the blue area having green zone and yellow zone of accuracy. Good number of points are collected on nose area. Pattern was as per the blue protocol. More points could be collected on forehead. As per desc inaccuracy was observed during navigation, archives and logs did not help in finding the root cause of inaccuracy. Suggesting to collect poin ts on the bony area of anatomy as per the blue protocol and by touching lighter on the skin for the best registration accuracy and covering broader areas. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6; a medtronic representative went to the site to test the equipment. No hardware was replaced and the system then passed testing. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735736, software version: 2.1.0 h3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that at the end of a fess case, when the surgeon was checking margins around the skull base, the the instrument displayed as navigating about 4 millimeters (mm) inferior. The manufacturing representative (rep) confirmed there were no issues with registration and did not take checkpoints. Also confirmed the patient image from dental scan: ears not included, back of head not included, dark spots (no "holes" in the anatomy), could not be fixed by image modification on system. The rep noted that surgeon had a similar issue in a different case with navigating inferior on the software at the end of surgery. Rep had the surgeon: switch from straight suction, to straight probe, and finally the registration probe, persisted around the patient's head during navigation. Checked for metal interference, checked patient reference frame to be dry and unmoved, and checked the patient and equipment setup to be unmoved. There was no delay and no impact on patient outcome.